Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported the patient had surgery on their pain pump implant, the patient stated they were feeling pretty bad. The patient noted they had an upcoming appointment with the their urologist about their interstim implant. There were no further complications that have been reported as a result of this event.